Event description:
It was reported that the pump declared alarm 20 during pumping, and the customer declined to answer whether their blood glucose level exceeded 500 mg/dl. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the cartridge alarm recurred, preventing insulin therapy from resuming. As a result, technical support replaced the pump and confirmed the shipping address. The customer was advised to use multiple daily injections (mdi) as backup therapy, and they were instructed on how to put the pump into storage mode before returning it. The customer was also informed to return the problematic pump using a pre-paid label within ten days, which they acknowledged.